Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. While changing the cartridge, a minimum fill notification was received after filling the cartridge with 200 units of insulin. Another cartridge was successfully filled. Customer's blood glucose was 84 mg/dl.